Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to non-osseointegration and to a localized infection. This is the first of three reports.